Event description:
It was reported the pt had a revision due to a lead migration. It was further reported the pt lifted weights which subsequently moved the lead out of the epidural space. The original lead was placed at c2-c3 and stimulation was felt in the left flank. After the migration, stimulation was felt in the right neck. X-rays confirmed the migration. The physician replaced the lead back in its original location.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.